Event description:
It was reported that the one of the patients spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein one of the leads was replaced. The patient was doing well postoperatively and the explanted lead will not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).